Manufacturer narrative:
A partial lead with the connector pin measuring 17.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported inappropriate antitachycardia pacing due to ventricular oversensing was observed. It was noted that over the duration of the implant there had been fluctuations in r-wave amplitude. During the revision procedure, perforation of the atrium occurred. The bleeding was stopped after a thoracotomy procedure. The extraction was aborted and the lead was capped. The patient condition was after the event good.